Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Continuation of concomitant products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and replaced during a routine system upgrade. The lead was returned to the manufacturer, analyzed and tested out of specification. The patient is a participant (B)(6). No patient complications have been reported as a result of this event.